Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this lead was unable to successfully implanted. During the implant this lead exhibited low amplitude and undersensing. Attempts to reposition the lead were not successful due to helix retraction issues. This lead was then explanted and replaced. No adverse patient effects were reported.